Event description:
The customer reported that the ac power module failed, and the unit would not power up.

Manufacturer narrative:
The customer reported that the ac power module failed, and the unit would not power up. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.